Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon performed a total knee replacement today and while implanting an attune primary femur, the lateral femoral condyle fractured. Bolts were placed into the condyles for stability. Surgeon then implanted a stemmed sigma femur. The team trialed the components and sales rep opened a sigma sz.3 femur, neutral bolt, 5 degree adapter and 20x75 fluted stem. The team then cemented in the implants. Surgeon decided it was too risky to remove the attune primary tibial tray that we had previously cemented in. He elected to leave the attune tibial tray and attune poly (sz5, 10mm) in with a sigma sz3 femur. Sales rep reminded the surgeon that this construct is ¿off label¿. Surgeon acknowledged what sales rep told him and he elected to stay with the implants. Doe: (B)(6) 2019 right knee.